Manufacturer narrative:
Additional information was provided on 18jun2019 that this was not used for a pancreatic cancer patient, confirming this was off label use. Based upon this new information, this complaint is no longer a reportable event and no additional information will be reported regarding this event.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 xr result when processing on the architect i2000sr. The initial result was 1200 u/ml. After auto dilution the result was 179 u/ml. Results after additional dilution were 532.4, 299, and 218.4 u/ml. No impact to patient management was reported.